Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error; foreign objects in the air/water cylinder (tube); foreign objects in the air/water tube; and a dirty scope case unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited distorted image display and rainbow during inspection for use. The issue was found during inspection for use. There were no reports of patient involvement.